Event description:
The facility representative reported a colleague infusion pump with "810:11". It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available. During the product evaluation it was discovered that failure code 810:11 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The air in line calibration verification was performed and all readings are within specifications. No repair has been performed for the reported condition. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)l a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).